Event description:
The customer reported that the system will not boot up. No pt injury occurred.

Manufacturer narrative:
The ge svc rep diagnosed the problem as a defective sbc board. He performed sbc repair in accordance with applicable instructions.